Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation found that the device was not returned to abbott vascular for investigation. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The lot history record for this product was not performed because the lot number was not reported. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional percutaneous coronary angioplasty procedure. Reportedly, after clip deployment, bleeding continued. Hemostasis was achieved surgically. The anatomy of the patient was described, as difficult and percutaneous cannulation required multiple sticks. There were no reported adverse patient effects. Though requested, no additional information was provided.